Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse found a black spot on the debris shield optic. The console was fully operational after testing the far and near alignments and calibrating the console by increasing the power output. Based on the analysis results, the reported damaged debris shield and console's low output were confirmed. The damaged debris shield could have affected the console performance leading to the event experienced by the customer. A risk review confirmed that the event of low power was defined in the risk documentation and has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based in the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console's blast shield was damaged, and the console's power was insufficient. There was no patient involvement at the time issues presented.

Event description:
It was reported that the console's blast shield was damaged, and the console's power was insufficient. There was no patient involvement at the time issues presented.